Event description:
A malfunction alarm was reported with a malfunction 16 code. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. As a resolution, technical support arranged to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues without interruption.